Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator exhibited oversensing of noise during an electrostimulation session for an unrelated condition. This device was noted to have previously delivered two inappropriate shocks. The device remains programmed to the secondary vector. This device remains in service. No adverse patient effects were reported.